Event description:
On 2/28/2000, an 80 yr old male with a history of cardiac problems underwent a tumt for bph. Mac anesthesia was being administered by crna via IV and mask. Approx 20 mins into the tumt treatment, the pt became restless, and then went into cardiac arrest. Treatment was stopped. Pts bp bottomed out. CPR was started followed by deffibrillation. Pt recovered and was taken by helicopter to another hosp. Pt was released to go home 3 days later. Pt is currently doing well. In a follow-up discussion with the treating physician, dr said that the pt's rectal temp increased quickly during the tumt. The pt began to move his arms. Pulse dropped from 70 to 35 bpm. They believed the pt was in cardiac arrest. Dr says they can not draw any conclusion as to the cause of the incident. Physician stated that it could have been a combination of anesthesia and tumt or that the change in rectal temp could have caused a vaso-vagal reaction.